Manufacturer narrative:
Actual device involved in the incident was evaluated. Other: though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation.

Event description:
It was reported that the therapist states she treated a field that should have had a 30 degree wedge, but states that 4d integrated treatment console was showing "no accessory" for the planned and actual values. She was able to deliver treatment to this field without any interlocks or overrides. The physicist checked rt chart history, the s/c and lat fields did save, but med (treated without the wedge) did not. There is a beam record in the backup folder on the 4d workstation. He tried to import the beam record and got the failure message: "referenced wedge not found in list of recorded wedges, conversion of treatment record failed." He was not able to import this treatment record. The customer wants to know why the therapist was allowed to treat without the planned wedge and why this treatment cannot be imported. No pt treatment info was provided.